Event description:
It was reported about one month after implant that a remote transmission from the patient's implantable cardioverter defibrillator (ICD) showed far field r-wave (ffrw) oversensing. This resulted in collection of episodes and mode switching. The patient also reported syncope and dyspnea. There were no changes noted and the ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.